Manufacturer narrative:
Investigation results: the visual inspection shows that the seal is still loaded inside the deployment tube and cracked, and there is evidence of blood. Other observations were that the device was received without the foam collar, and the tension spring was still loaded inside the deployment tube. The failure that the seal did not unfold after it was deployed into the aorta is confirmed.

Event description:
The hospital reported that during a coronary artery bypass graft procedure, three heartstring seals didn't unfold. A replacement seal was used to complete the procedure. No patient complications were reported by the hospital.